Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that they experienced high blood glucose levels of 24.8 mmol/l. The customer¿s other blood glucose level was 19 mmol/l, 11.4 mmol/l. The customer was using insulin pump system within 48 hours of reported event. Customer was treated with insulin pump for high blood glucose values. The customer did not allege that the insulin pump was under delivering. Troubleshooting was performed for high blood glucose levels. The product will not return for analysis. Additional device related incidents: infusion set (309015279); insulin pump (309015256)